Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that after 40 seconds of use, the fiber tip broke. Another fiber was used to proceed with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that after 40 seconds of use, the fiber tip broke. Another fiber was used to proceed with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt the fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. Visual analysis did identify a distal circumferential fracture at the glass cap. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified and the identified distal circumferential fracture has a forward firing rate that is below the threshold for potential patient harm. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.